Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were crossing over when deployed. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: were clips scissored (crossed) when deployed? Or, did clips feed sideways in jaws? The clips were crossed when deployed. No adverse event to the patient. No delay to the procedure.